Manufacturer narrative:
Received on 8f x 18cm hemo cath for eval. A visual inspection revealed no outward physical damage. A functional eval of the catheter revealed the venous extension has a pin hole leak approx 1.5 cm below the extension overmolded sleeve. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. The extensions were cross sectioned and measured. All measurements were within the design specifications. This family of devices is 100 percent leak tested prior to release. We are unable to determine the cause of factors that may have contributed to this event.

Event description:
Able to dialyze for 5 hours then it was noted that eh pressures started to rise. On further review, it appeared that there was a hole in the dialysis catheter, so the dialysis was stopped.